Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon got burst. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, it was noted that the balloon got burst. The procedure was completed with another of same device. There were no complications reported and patient is in good condition post procedure.